Event description:
It was reported that before a lap unknown procedure, the device was activated in coagulation mode without pressing the coagulation button at a setting. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No one got burned.

Manufacturer narrative:
(B)(4). Additional analysis/observation notes: verified continuity tested ok before use. Imte: (B)(4). Both snap domes removed prior to receipt in cincinnati. One dome damaged. Good dome- reverts to off position after pressing. Damaged dome- one leg bent up, possibly from disassembly at juarez pi lab. Dome does not snap back up in place, but still returns home to off position. No obvious signs of reprocessing. Cable check for continuity between lead and common switch prongs. No continuity found. Common to return contact switch tested good as well. Cable appears conforming. Potting on board appears ok. No witness marks observed on board to be able to check for evidence to see if snap domes might have been out of position. Note: gouges were present, but were believed to be from disassembly of board by juarez pi lab. Middle adhesive layer square cut-outs on board (which position snap domes) positioned correctly no stains or moisture observed on domes on board.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The instrument was tested for continuity but no continuous activation occurred at any time during testing while the hand activation buttons were depressed. The instrument was taken apart and inspected internally and nothing was found associated with the reported event. It could not be determined what may have caused the reported incident of: (the device was activated in coagulation mode without pressing the coagulation button).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.